Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered during fill 2 of an unknown cycle of treatment. The patient was connected during the incident. Fluid leaked from the part of the pin that got pushed in. Fluid was not discovered in the pump module area or on the external of the cassette. The cycler prompted with notice: draining slowly message warnings during drain 1 and unknown cycle of treatment and prior to the leak. A filling slowly message also prompted during fill 1 and fill 2 of an unknown cycle of treatment. The patient was assisted in cancelling treatment since the patient disconnected last night. The patient was advised to re-setup the cycler with all new supplies. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient re-setup with all new supplies and was able to resume and complete treatment using the cycler following the reported event. Per pdrn it was unknown what may have caused the stay safe pin to leak. The pdrn confirmed no fluid came into contact with the cycler. Per pdrn the patient was requested to come to the clinic the same morning and was provided prophylactic medications (vancomycin and ceftazidime, oral, 2g, 5 rounds). The patient did not develop any symptoms, adverse events, injuries, or require and other medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered during fill 2 of an unknown cycle of treatment. The patient was connected during the incident. Fluid leaked from the part of the pin that got pushed in. Fluid was not discovered in the pump module area or on the external of the cassette. The cycler prompted with notice: draining slowly message warnings during drain 1 and unknown cycle of treatment and prior to the leak. A filling slowly message also prompted during fill 1 and fill 2 of an unknown cycle of treatment. The patient was assisted in cancelling treatment since the patient disconnected last night. The patient was advised to re-setup the cycler with all new supplies. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient re-setup with all new supplies and was able to resume and complete treatment using the cycler following the reported event. Per pdrn it was unknown what may have caused the stay safe pin to leak. The pdrn confirmed no fluid came into contact with the cycler. Per pdrn the patient was requested to come to the clinic the same morning and was provided prophylactic medications (vancomycin and ceftazidime, oral, 2g, 5 rounds). The patient did not develop any symptoms, adverse events, injuries, or require and other medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.